Event description:
Note: the date of event is unknown.it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure.according to the complainant, during the procedure, the nurse removed the resolution clip from the packaging and extended the clip out of the sheath. However, at this time, the clip prematurely deployed. The clip detached from the catheter outside of the patient. The account reported no visible damage to the device. A second resolution clip of the same type was used to complete the procedure successfully. There was no delay in procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint as reported has been verified through product analysis. Upon investigation, it was noted that the device was half deployed. The clip assembly was returned with the device and was located inside the over sheath near the distal end. The over sheath had been removed from the device. The yoke was still attached to the control wire. The yoke was then actuated and deployed as per design.this may have occurred during transit or handling, since the device assembly is checked prior to packaging. The most probable root cause was unable to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the nurse removed the resolution clip from the packaging and extended the clip out of the sheath. However, at this time, the clip prematurely deployed. The clip detached from the catheter outside of the patient. The account reported no visible damage to the device. A second resolution clip of the same type was used to complete the procedure successfully. There was no delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.